Manufacturer narrative:
The arrow field service engineer investigated this report. He was unable to duplicate the problem. He tested the pump with a simulator and the pump was found to be fully functional. He returned the pump to service.

Event description:
It was reported that during use of the pump, helium loss alarms were experienced. The user reported hearing the sound of gas escaping. Because of this, the pump was exchanged. There were no reported patient complications.